Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported when using the unspecified bd nexiva 18g catheter the catheter tip was damaged/deformed/defective. The following information was provided by the initial reporter. It was reported that there is a product concern. Per complaint details received: reported product concern but was unclear, the manager reporting did not discover issue.